Event description:
It was reported that the ¿handpiece is heating up when being used¿, there was no patient impact. Additional information states ¿that they could easily feel excessive heat through a pair of gloves after the first two to three minutes of use. Handpiece heated up to the point after 10 minutes that they were afraid it would ignite the drapes so they removed it from the field at that point¿

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair found loose irrigation tabs; the unit is noisy during operation and has corroded bearings. Performed pre-repair temperature checks after running the device for 1 minute. Temperatures were: nose 267 f, middle 245 f, and rear 97 f. The nose cone, motor/cable and bearings were replaced. The item was repaired, cleaned, tested and passed all manufacturing specifications. Method: test for high temperature conditions (B)(4).